Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle on the transfer guard looked bent and he felt some resistance trying to fill the tubing. The customer was unable to troubleshoot as it was a past event. Customer called back on (B)(6) 2015 and reported that the needles on all of his unopened transfer guards are crocked. He noticed this on (B)(6) 2015. Blood glucose value was around 120 mg/dl. Reservoirs would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs performed a visual inspection of the reservoirs and found that they failed per inspection. Unable to perform the pre fill test due to the transfer guard needle are not centered, also there was resistance when trying to fill the reservoirs.